Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occured. The target lesion was located in a shunt. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 24 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.